Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump stopped all insulin delivery. There was no patient involvement, as the pump was not being used on a customer at the time of the reported event. The pump had been left outside in the care in the cold weather when the reported issue occurred.